Event description:
It was reported that the right ventricular (rv) lead exhibited diminished r-waves and was noted to have dislodged. The lead was repo sitioned and remains in use. No patient complications have been reported as a result of this event.